Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0jp8w, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced symptoms following a slip and fall. The patient was seen by pcp (primary care provider). They did an u/s (ultrasound) and a CT scan and ruled out appendicitis and gall bladder issues. Issue was occurring daily. Regarding any trauma/falls that could be related to this issue, it was noted: fall. Regarding is stim issue reported related to positional movement, it was noted: no. Regarding any recent medical test or emi environmental exposure, it was noted: no. Symptoms reported were: shocking sensation when she urinates, nausea, and stomach pain. The patient also stated she cannot empty her bowels when she has a bm (bowel movement) so she is leaking. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Additional information received from the patient noted that the patient had notified their managing physician regarding the event. Steps taken to resolve the issue noted as: xray taken to view location. Settings had been changed. The patient was to go back to the doctor (B)(6). Regarding had the symptoms been resolved, it was noted: no, not all. Indications for use were noted as: gastrointestinal/pelvic floor and fecal incontinence.